Manufacturer narrative:
The fse reported the customer performed est and determined no service was required at this time. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: n/a.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they attempted to put a new patient on the device, but there was little air coming from the device; the device passes est but the blower is not running in normal ventilation mode. The customer reported patient involvement and no patient harm.